Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 45 white stapler reload for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. System log investigation was performed by failure analysis engineer. A review of the logs for the sureform 45 stapler associated with this event (part number 480545-04 / lot number l12230420-0386) was installed on the system 2x and fired 2 reloads (2 white). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at 91% completion, after a duration of 27 seconds. Peak torque during the firing was measured at 700 n. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
On 25-oct-2023, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: da vinci stapler did not deploy properly. The stapler showed an error message that tissue was too thick. Is a vascular stapler. The stapler was sequestered, and a new stapler was opened for the case. It was reported that during a da vinci-assisted surgical procedure, the stapler did not deploy properly, and an error message was observed. It was noted that the tissue was too thick. The procedure was completed with no reported injury.